Event description:
Medtronic (covidien) received the following information regarding an incident involving one of its manufactured devices. Treatment of an aneurysm located in the a-comm (anterior communicating artery). During the procedure, it was reported that the implant coil was observed to be exiting the side wall of the catheter. Prior to the incident, the physician stated that there was difficulty navigating the coil through the echelon microcatheter¿s lumen to the target area, but no resistance was encountered. The incident occurred right after the catheter was positioned in the target area and ready for deployment of the coil. The procedure was completed successfully with a new catheter and the same coil was then implanted in the patient. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The catheter was returned for evaluation without the microvention coil mentioned in the complaint; therefore, any contributing factors from the coil could not be assessed. A punctured hole was found at the proximal edge of the distal marker band; however, the cause for the damage could not be determined. All products are 100% inspected for damage and irregularities during manufacture. The lot history record review of the reported lot number showed no discrepancies that might have contributed to the reported experience. Catheter punctured.